Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen would intermittently time out before the 120 seconds that the screen time out setting was set to. Customer's blood glucose was approximately 400 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.